Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was tightly folded. There was blood in the wire lumen and contrast in the inflation. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 63.5cm from the hub. The fracture faces were oval as if kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jul-2016. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified coronary artery. A 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.